Event description:
Customer reportedly received results of 361 mg/dl and 184 mg/dl on the aviva plus system and result of 145 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4).